Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during the pre-test, it was observed that there was a hole in the hose and the device ran in safety. A visual and functional assessment was performed on the device which found that the device ran in safety (power broken) and there was a hole in the hose. It was determined that the hole in the hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerted extreme force on the hose during cleaning or use. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position this is user error. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device would not run. During service and evaluation, it was observed that there was a hole in hose and the device ran in safety. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.